Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to a fluid leak as a result of a hole in the tubing near the pump. The ipp cylinder and pump was explanted and replaced with a new ipp cylinder and pump. During the revision procedure the pump was exposed and the hole was identified.